Manufacturer narrative:
For the reported information, the device was not returned to bd for evaluation. However, photos and a video were provided for review. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0604580 port & catheter allegedly experienced a fluid leak and fracture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was a (B)(6) female; weight was not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. For the reported malfunction, the device was not returned to bd for evaluation. However, photos and a video were provided for review. Investigation of the provided photos and video confirmed the alleged fracture and leak in the hub of the needle. Based on the available information, a definitive root cause of the reported malfunction could not be determined. The device is labeled for single use. H11: g1; h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0604580 port & catheter allegedly experienced a fluid leak and fracture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was a 74 year old female; weight was not provided.